Event description:
Hepatic steatosis [hepatic steatosis] ([gamma-glutamyltransferase abnormal nos]) generalized edema event [edema knees] 88 kg on the day of application of synvisc -98 kg [weight gain] . Case narrative: this case is deleted following an incorrect worldwide ID. The new case (B)(4) will be submitted with the same information. This case is linked to (B)(4). Initial information received on 02-feb-2021 from brazil regarding an unsolicited valid serious case received from a consumer/non-hcp. This case involves a 43 years old female patient (162 cm and 98 kg) who experienced hepatic steatosis, generalized edema event and her weight was 88 kg on the day of application of synvisc -98 kg, while she was treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, her concurrent condition was hypertension. Concomitant medications included atenolol (amolin) for hypertension and carbohydrates nos (carbohydrates). On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate, (formulation, dosage, batch number, indication: unknown). On (B)(6) 2020, after unknown latency, patient had abdominal ultrasound which showed that patient had moderate hepatic steatosis. On (B)(6) 2020, patient completed the treatment. On the same day, patient her weight which was initially 88 kg and on the day of application was 98 kg (weight increased). On(B)(6) 2020, after initiating the treatment with hylan g-f 20, sodium hyaluronate, patient experienced generalized edema event including the knees (oedema peripheral). On (B)(6) 2020, after the unknown latency of initiating the treatment with hylan g-f 20, sodium hyaluronate, patient had glutamyl gamma transferase test and result was 90 u/l and it showed that 90 u/l. Which also confirmed that she had hepatic steatosis. On (B)(6) 2020, patient got recovered from oedema peripheral. Final diagnosis was generalized edema event, hepatic steatosis and 88 kg on the day of application of synvisc -98 kg. Action taken: not applicable for all the events. It was not reported if the patient received a corrective treatment. Outcome: not recovered for hepatic steatosis and weight increased; recovered for rest all the events. A product technical complaint (ptc) was initiated on (B)(6) 2021 for synvisc. Batch number: unknown; global ptc number: (B)(4) the product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA (corrective and preventive action) was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr (non-conformances report) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor if a CAPA is required. Investigation complete date: 23-feb-2021. Additional information was received on 23-feb-2021 from other healthcare professional (genzyme event management group). Global ptc number and its results were added. Clinical course updated. Text amended accordingly. Additional information received on 18-feb-2021 from patient. Lab data added. Outcome of events hepatic steatosis and weight increased updated. Text amended.

Event description:
Hepatic steatosis [hepatic steatosis] ([gamma-glutamyltransferase abnormal nos]). Generalized edema event [edema knees]. 88 kg on the day of application of synvisc -98 kg [weight gain]. Case narrative: this case is linked to (B)(4) (cluster). Initial information received on 02-feb-2021 from brazil regarding an unsolicited valid serious case received from a consumer/non-hcp. This case involves a 43 years old female patient (162 cm and 98 kg) who experienced hepatic steatosis, generalized edema event and her weight was 88 kg on the day of application of synvisc -98 kg, while she was treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, her concurrent condition was hypertension. Concomitant medications included atenolol (amolin) for hypertension and carbohydrates nos (carbohydrates). On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate, (formulation, dosage, batch number, indication: unknown). On (B)(6) 2020, after unknown latency, patient had abdominal ultrasound which showed that patient had moderate hepatic steatosis. On (B)(6) 2020, patient completed the treatment. On the same day, patient her weight which was initially 88 kg and on the day of application was 98 kg (weight increased). On (B)(6) 2020, after initiating the treatment with hylan g-f 20, sodium hyaluronate, patient experienced generalized edema event including the knees (oedema peripheral). On (B)(6) 2020, after the unknown latency of initiating the treatment with hylan g-f 20, sodium hyaluronate, patient had glutamyl gamma transferase test and result was 90 u/l and it showed that 90 u/l. Which also confirmed that she had hepatic steatosis. On (B)(6) 2020, patient got recovered from oedema peripheral. Final diagnosis was generalized edema event, hepatic steatosis and 88 kg on the day of application of synvisc -98 kg. Action taken: not applicable for all the events. It was not reported if the patient received a corrective treatment. Outcome: not recovered for hepatic steatosis and weight increased; recovered for rest all the events. A product technical complaint (ptc) was initiated on 04-feb-2021 for synvisc. Batch number: unknown; global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA (corrective and preventive action) was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr (non-conformances report) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor if a CAPA is required. Investigation complete date: 23-feb-2021. Additional information was received on 23-feb-2021 from other healthcare professional (genzyme event management group). Global ptc number and its results were added. Clinical course updated. Text amended accordingly. Additional information received on 18-feb-2021 from patient. Lab data added. Outcome of events hepatic steatosis and weight increased updated. Text amended.

Event description:
Hepatic steatosis [hepatic steatosis] ([gamma-glutamyltransferase abnormal nos]) generalized edema event [edema knees] . 88 kg on the day of application of synvisc -98 kg [weight gain] . Case narrative: this case is linked to (B)(4) (cluster). Initial information received on 02-feb-2021 from brazil regarding an unsolicited valid serious case received from a consumer/non-hcp. This case involves a 43 years old female patient (162 cm and 98 kg) who experienced hepatic steatosis, generalized edema event and her weight was 88 kg on the day of application of synvisc -98 kg, while she was treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, her concurrent condition was hypertension. Concomitant medications included atenolol (amolin) for hypertension and carbohydrates nos (carbohydrates). On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate, (formulation, dosage, batch number, indication: unknown). On (B)(6) 2020, patient completed the treatment. On the same day, patient her weight which was initially 88 kg and on the day of application was 98 kg (weight increased). On (B)(6) 2020, after initiating the treatment with hylan g-f 20, sodium hyaluronate, patient experienced generalized edema event including the knees (oedema peripheral). On (B)(6) 2020, after the unknown latency of initiating the treatment with hylan g-f 20, sodium hyaluronate, patient had glutamyl gamma transferase test and result was 90 u/l and it showed that 90 u/l. And it was confirmed that she had hepatic steatosis. On (B)(6) 2020, patient got recovered from oedema peripheral. Final diagnosis was generalized edema event, hepatic steatosis and 88 kg on the day of application of synvisc -98 kg. Action taken: not applicable for all the events. It was not reported if the patient received a corrective treatment. Outcome: unknown for hepatic steatosis; recovered for rest all the events. A product technical complaint (ptc) was initiated on (B)(6) 2021 for synvisc. Batch number: unknown; global ptc number: 100101709. The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA (corrective and preventive action) was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr (non-conformances report) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor if a CAPA is required. Investigation complete date: 23-feb-2021. Additional information was received on 23-feb-2021 from other healthcare professional (genzyme event management group). Global ptc number and its results were added. Clinical course updated. Text amended accordingly.

Event description:
Hepatic steatosis [hepatic steatosis] ([ggt increased]). Generalized edema event [edema knees]. 88 kg on the day of application of synvisc -98 kg [weight gain]. Case narrative: initial information received on 02-feb-2021 from (B)(6) regarding an unsolicited valid serious case received from a consumer/non-hcp. This case involves a (B)(6) years old female patient (162 cm and (B)(6) kg) who experienced hepatic steatosis, generalized edema event and her weight was (B)(6) kg on the day of application of synvisc (B)(6) kg, while she was treated with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, her concurrent condition was hypertension. Concomitant medications included atenolol (amolin) for hypertension and carbohydrates nos (carbohydrates). On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate, (formulation, dosage, batch number, indication: unknown). On (B)(6) 2020, patient completed the treatment. On the same day, patient her weight which was initially (B)(6) kg and on the day of application was (B)(6) kg (weight increased). On (B)(6) 2020, after initiating the treatment with hylan g-f 20, sodium hyaluronate, patient experienced generalized edema event including the knees (oedema peripheral). On (B)(6) 2020, after the unknown latency of initiating the treatment with hylan g-f 20, sodium hyaluronate, patient had glutamyl gamma transferase test and result was 90 u/l and it showed that 90 u/l. And it was confirmed that she had hepatic steatosis. On (B)(6) 2020, patient got recovered from oedema peripheral. Final diagnosis was generalized edema event, hepatic steatosis and (B)(6) kg on the day of application of synvisc (B)(6) kg. Action taken: not applicable for all the events. It was not reported if the patient received a corrective treatment. Outcome: unknown for hepatic steatosis; recovered for rest all the events.